Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed supplies and resumed insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Customer reloaded the same cartridge and resumed insulin successfully. There was no reported impact to customer's blood glucose level.